Manufacturer narrative:
The device was not returned to zoll for evaluation. Instead, the front enclosure was returned. The front enclosure was found to be damaged and was replaced and scrapped to resolve the report. It could not be determined what caused the damage. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to pace. Complainant indicated that there was no patient involvement in the reported malfunction.